Manufacturer narrative:
The device was tested and performed per specification. No alarms were noted upon review of the log file. A root cause could not be established.

Event description:
Report received from france states: "problem of aspiration very high suddenly during ultrasound or extraction step. The doctor immediately removed the ultrasound handpiece and changed the stellaris. He used another stellaris to finish the surgery. The patient was not injured."